Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that within approximately a month post implant, the right atrial (ra) lead had sensing concerns. Sometimes there were no p-waves evident and sometimes they were marked, but not with atrial sensed markers. When the pacing mode was reprogrammed to a dual chamber mode, then ventricular safety pacing was observed. The sensitivity and polarity were changed for the ra lead, but the electrogram did not show much if any activity and sensing did not improve. It was noted that the ventricular capture was appropriate. Reprogramming was done to inactivate the ra lead which remains implanted. No patient complications have been reported as a result of this event.